Event description:
An anaphylactic event after wearing latex gloves. Reddened face, itching eyes, shortness of breath, profuse mucous, asthma followed. Closing of throat. Extreme sob followed. Received benadryl injections by nurse. Pt was giving a spinal anesthetic at the time. Other adverse reaction have taken place but the asthma related to powder and latex affects pt each day pt is at work. Pt is on inhalent x2, antihistamine x2 and has an epi pen if needed. "Please take this latex glove off market."